Event description:
The customer reported that while trying to connect a vancomycin infusion, the white part broke off from the blue part of the valve. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of a smartsite broke off from the smartsite body was confirmed. Visual inspection observed that the smartsite valve adapter was received with the white cap separated from the smartsite clear body. Visual inspection of the inside portion of the smartsite female luer adapter showed material from the clear body still remained. A whitish area on the body of the valve, indicative of stress was noted. Functional testing was not performed due to the obvious damage. The root cause of the damage to the smartsite valve was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.